Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. The insulin pump had minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was rose to 466 mg/dl at the time of incident. Customer treated their blood glucose with a manual injection and the insulin pump. Customer's current blood glucose was over 400 mg/dl. The customer also reported a low blood glucose incident, but did not provide a value. Troubleshooting did not find any leaks or air bubbles present. It was also found the customer had a slightly bent cannula after removing their infusion set. The customer also reported the insulin pump failed a high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer agreed to return the insulin pump for analysis.